Event description:
It was originally reported that when the device was turned on the patient experienced a loss of therapeutic effect. The patient has been reprogrammed a few times. This occurred 1 week after implant. The patient was at home. The healthcare provider confirmed that the patient experienced no stimulation. The lead had migrated and was revised. No surgical complications were reported.